Manufacturer narrative:
Approximate age of device ¿ 2 years and 8 months. The pump was not explanted; therefore, the pump is not available for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. The patient had suffered a hemorrhagic stroke at the beginning of the week. Neurological status declined during the days following. On friday (B)(6) 2018, care was withdrawn and pump was turned off. The patient subsequently expired.

Manufacturer narrative:
Device evaluation: a direct correlation between the device and the reported hemorrhagic stroke could not conclusively be established through this evaluation. The device was not explanted. Stroke, bleeding, and neurologic dysfunction are listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.